Event description:
Complainant alleged that the clinicians were attempting to cardiovert a patient using pro pads multi-function electrodes with the mseries device. The clinicans delivered one shock to the patient, but the patient's heart rhythm was not converted. The clinicians then attempted to deliver second shock to the patient, but the device displayed a "poor pad contact" message. The clinicans then checked the pads and cable, and a second shock was then delivered to the patient. During the clinicians third attempt to defibrillate the paitent, a "poor pad contact" message was again displayed on the device screen. A fresh set of electrodes were then applied to the patient, and the clinicians successfully cardioverted the patient's heart rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. The complainant reported that subsequent to the event, the first set of electrodes that were used in this event were inspected by the facility's biomedical engineering department, and a burn mark was observed in the center of the pad. The complainant indicated that the used electrodes would not be returned to zoll and for evaluation at this time.